Event description:
Additional information was received from the patient reporting that the patient was trying to delete data so when giving a bolus it would not just sit at 90% lagging. Patient noted they patient called months ago and was walked through it. Since then it gradually got worse until they reset the data. During call agent walked patient through clearing data and agent closed all applications. Patient was able to connect to therapy application.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: a820, product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that they were trying to bolus, but the blue communicator light just kept blinking. The patient stated that they were on the phone with the patient service (ps), the light was solid, and they saw retrieving pump settings. The handset would normally lag at 90% for about 2 minutes. The patient delivered a bolus during the call and the device lagged at 90% for a second time. The patient was getting 5 boluses a day. The agent assisted the patient through clearing the data. The troubleshooting steps that were taken on the call resolved the issue. When asked about event date, the patient stated that the issue happened once yesterday. However, the handset would normally lag at 90%.